Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg no longer connected with external devices. The patient controller displays "generator unavailable and no generators have been added" message. A company representative met with the patient and troubleshooting was unable to resolve the issue. The patient stated she had an rf ablation procedure and the ipg communication issue started after the procedure. The patient's scs ipg was deemed inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient had her scs ipg replaced with a new one. Stimulation therapy coverage was reportedly restored.